Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse found debris obstructing the sample probe 2-way solenoid valve. The fse replaced the valve to resolve the issue, no further leaking was observed. The 2-way solenoid valve was returned to beckman coulter for further evaluation; inspection confirmed plastic debris shavings from the valve housing obstructing the valve. The instrument software version is (B)(4). (B)(4).

Event description:
The customer reported a leak from the cc (cartridge chemistry) sample probe on their unicel dxc 800 pro instrument. The leak was contained to the instrument with fluid found on the sample wheel cover; the volume of the leak was described as approximately 3 ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.